Event description:
The customer reported that the system displayed a collimator iris pot error message.

Manufacturer narrative:
(B) (4). The ge svc rep troubleshot the system and isolated the problem to a broken wire in the hv cable. He repaired the broken wire and checked the system for proper operation. The system performs as intended. (B) (4)